Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Additional observations: the instrument was found to have a broken conductor wire within the bipolar yaw pulley, at distal end. The instrument failed an electrical continuity test. No thermal damage was found on the instrument. The probable root cause of conductor wire breakage and grip cable breakage is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was observed to have a broken conductor wire. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the black colored cable was fully broken on the reported instrument. The black insulation on instrument was stripped or damaged. Customer experienced a loss of cautery due to broken cable. There were no signs of arcing or thermal damage associated with reported instrument. The instrument was available for evaluation. The procedure was recorded but, as of now no media was attached or provided in the follow-up response.